Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and ischemia are listed in the supera peripheral stent system instructions for use as potential adverse effects of peripheral percutaneous intervention. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the right superior femoral artery (sfa) and tibial artery. On (B)(6) 2020, the 4.5x150mm supera self expanding stent system (sess) was deployed and successfully implanted. The procedure went well and the patient was discharged in stable condition the next day. On (B)(6) 2021, the patient was admitted due to recurrent symptoms of limb ischemia and coronary artery disease (cad) and on (B)(6) 2021, had off pump coronary artery bypass (opcab) x 4 and right distal bypass with a sequential reversed saphenous vein graft in the common femoral artery (rsvg-cfa) to anterior tibial artery (ata). The supera was found to have thrombosis. Coronary angiography was done which showed triple vessel coronary artery disease and 2d echo showed severe left ventricular dysfunction. The patient was discharged on (B)(6) 2021. No additional information was provided.